Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported to fresenius customer service that the pigtail line on the combi set disconnected and a blood leak occurred. During followup the cm confirmed that the blood leak occurred approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment on a 2008t machine (with a fresenius dialyzer, product and lot unknown). The cm stated that the patient was experiencing nausea and a member of the nursing staff was administering zofran (4 mg, intravenously, one dose) and connecting the medication to the ¿pigtail¿ of the venous chamber when the line disconnected after being unclamped. The cm confirmed that there was no defect, damage, nor loose connections found on the cambist. No issues were identified with the cambist during prime. The cm stated that the patient¿s estimated blood loss (ebl) was approximately 150 ml. The cm confirmed that there was no patient injury, adverse event, or medical intervention required as a result of the reported event. The cm confirmed that the nausea occurred prior to the initiation of treatment and was unrelated to the blood leak event. The patient was restarted on the same machine and treatment completed successfully with new supplies. A sample is available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
H3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported to fresenius customer service that the pigtail line on the combi set disconnected and a blood leak occurred. During followup the cm confirmed that the blood leak occurred approximately 30 minutes after the initiation of the patient¿s hemodialysis (hd) treatment on a 2008t machine (with a fresenius dialyzer, product and lot unknown). The cm stated that the patient was experiencing nausea and a member of the nursing staff was administering zofran (4 mg, intravenously, one dose) and connecting the medication to the ¿pigtail¿ of the venous chamber when the line disconnected after being unclamped. The cm confirmed that there was no defect, damage, nor loose connections found on the combiset. No issues were identified with the combiset during prime. The cm stated that the patient¿s estimated blood loss (ebl) was approximately 150 ml. The cm confirmed that there was no patient injury, adverse event, or medical intervention required as a result of the reported event. The cm confirmed that the nausea occurred prior to the initiation of treatment and was unrelated to the blood leak event. The patient was restarted on the same machine and treatment completed successfully with new supplies. A sample is available to be returned to the manufacturer for a physical evaluation.